Manufacturer narrative:
The manufacturer's service representative provided a quote for parts, the customer did not accept the quote and no further information is available.

Event description:
The customer reported that they had a problem with the image chain on the stenoscop system. No patient injury was reported.